Event description:
It was reported that while opening their fridge, this patient recently received a shock from this implantable cardioverter defibrillator (ICD). The patient contacted boston scientific latitude customer support and they were referred back to their monitoring healthcare facility. At this time, it is unknown if this shock was inappropriate. The ICD remains implanted and in-service. No additional adverse patient effects were reported.